Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the needle was blocked after being inserted into the cartridge. A syringe change was performed resolving the issue. There was no reported impact to the customer's blood glucose level.